Event description:
Philips received a complaint by a field service engineer (fse) on the v60 indicating that the device needed the user interface (ui) assembly. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. An fse evaluated the device and found that the device needed the ui assembly. Per the good faith effort (gfe) response received on 27may2026, the ui assembly needed to be replaced as it was damaged, and the liquid crystal display (lcd) was dim. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.